Manufacturer narrative:
The device is not available for investigation. However, photographs were provided by the customer and evaluation of the photos is pending.

Event description:
The complaint involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that an occlusion alarm was generated on a plum 360 infuser (list number 30010, serial number (B)(6), during the middle of an irinotecan infusion at 174ml/hr. The inner rubber port of clave at b port was pressed down and stuck. There was a delay in the patient's therapy because the primary tubing set had to be changed in order to proceed with infusion. The pump audibly alarmed and no other issues were noted with the pump. The plain secondary set with spiros connector (a secondary set, secure lock, 34 inch list number 142290490, lot number 13539743) was attached to the b port. There was no patient harm.

Manufacturer narrative:
Two photos were provided by the customer. A stick down was observed at the clave at the secondary port. No samples were returned for investigation. The reported complaint of an occlusion alarm at the b line can be confirmed from the photos provided due to the stick down at the secondary port of the clave. The probable cause of the stick down is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported complaint. Health effect - clinical code: e0506 should not have been selected in the initial emdr. Please disregard. Medical device problem code: a050401 should not have been selected in the initial emdr. Please disregard. Medical device problem code should have included a1201 in the initial emdr.